Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump did not power on after a battery change. The reporter stated that there was no damage to the battery compartment or cap and there was no evidence of moisture/corrosion in the pump, and battery change from a new pack did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of unacknowledged replace battery alarm along with evidence of partially discharged battery being installed. Investigation found no damage to the battery compartment. The pump powered up using the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no internal defects were found. The investigation verified the reported power issue in the black box but was unable to duplicate the issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.